Manufacturer narrative:
The reported event was inconclusive due to lack of information. 90 unopened red rubber urethral catheters were returned in original packaging. 13 catheters were selected according to sampling plan. As urinary tract infection can be caused by no drainage due to the catheter having no drainage eye, the catheters were inspected for drainage eyes. All 13 catheters were noted to have drainage eyes. Using a di water fountain, di water was attempted to be passed through the drainage lumen of the 13 catheters. Water was able to be passed through all 13 catheters with no occlusions noted. As the patient¿s anatomy was unknown, unable to determine if the product led to a urinary tract infection (uti), therefore the reported event is inconclusive. A potential root cause for this failure could be patient sensitivity to materials. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." Correction: h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient had urinary tract infection and although there was no allegation against the product. Historically, the patient was provided with the touchless plus catheter. Per sample received on 23mar2020, it was noted that a bardia urethral red rubber catheter was received for evaluation. It was unknown whether medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had urinary tract infection and although there was no allegation against the product. Historically, the patient was provided with the touchless plus catheter. But as per the sample received on (B)(6) 20201, the touchless plus unisex catheter was not returned, instead the customer returned bardia urethral red rubber catheters. It was unknown whether medical intervention was provided.